Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot detached in one piece inside the pt's leg. The piece was retrieved using the jaws of the device through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The product was discarded.